Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer experienced large ketones identified as dangerous by healthcare provider. The customer went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.